Event description:
The pt reported that the pump did not detect the cartridge during the load cartridge phase.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pt reported that the pump did not detect the cartridge during the load cartridge phase. Evaluation revealed a dislodged display screen and a review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing.